Manufacturer narrative:
B3: unknown; year valid h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling. Service history identified the complaint was not related to a previous service of the device within the review period. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced and the device then passed all testing.

Event description:
It was reported that the device did not maintain date and time. There was no patient involvement. Evaluation of the returned device found a peeling downstream occlusion seal.